Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report based on all bands being deployed. The two-way handle, irrigation adapter, loading catheter, trigger cord, and the empty barrel were included in the return. No bands were included in the return. The two-way handle was returned in the two-way position. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location using a bead inspection plate. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots which is within the tolerance. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The information provided indicated that the user deployed bands during test firing performed outside the patient. The bands are not intended to be fired outside the patient. The bands are intended to be used on esophageal varices. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the user deployed bands during test firing performed outside the patient, a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
In preparation for an endoscopic variceal ligation (evl), the physician selected a cook 6 shooter saeed multi-band ligator. The physician pre-tested the bands outside the patient. He shot two bands off onto the work table and then noticed there was only one band left [premature band deployment]. The physician was able to place the one remaining band in the patient and the procedure was completed successfully. This occurred prior to patient contact; there was no impact to the patient.